Event description:
The customer contacted stryker to report that their device through paddles lead, was not "reading appropriately and it declined to defibrillate." The customer also advised that the device would not show an ECG rhythm in "paddles" view. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the defibrillation therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.